Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer performed an entire supply change and afterward experienced elevated blood glucose (bg) of 1150 mg/dl, with nausea, vomiting, and malaise. The customer called an ambulance and was taken to the emergency room (ER). The customer was treated with 15 units of insulin and intravenous fluids. After a few hours in the ER, the customer was admitted to the hospital. The customer was treated with proton pump inhibitors which resolved bg. The customer was discharged from the hospital on (B)(6) 2021. The customer suspected the cause of bg to be pump related however, refused to troubleshoot with technical support in order to verify if a malfunction had occurred.